Event description:
It was reported that the patient presented for a routine follow-up and low, out of range, hv lead impedance was observed. No lead anomalies were seen on x-rays and isometric testing did not produce out of range measurements. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.